Event description:
Unit applied to pt experiencing sudden cardiac arrest. Unit announced shock advised, started changing unit took > 40 seconds to charge. Unit repaced on scene with a deifferent device. Pt outcome unk malfunction is long charging time.